Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor needle was fractured while in the body. The customer¿s blood glucose was unknown. The customer removed the sensor from the body and recognized that the sensor was not have a needle. The customer reported that the sensor fractured while in the body. The sensor will not be returned for analysis